Event description:
The customer reported via phone call that he had a hypoglycemic event. His blood glucose level was 37 mg/dl. The paramedics were called and they gave him a bag of IV to bring his blood glucose level up. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.